Event description:
It was reported the patient received a shock for rapidly conducting atrial flutter. The patient was putting a tool away in a drawer when the patient saw a large electrical arch and got shocked. The patient noted there was a speaker magnet in the drawer and it was not connected to any electrical source. Approximately two days after the shock the patient experienced redness and swelling at the device site in the left pectoral region. The physician stated it "looks like the patient got burned". The device was interrogated and the device was found to be functioning normally. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead, (B)(6) 2006. (B)(4).